Manufacturer narrative:
10/24/96 - supplemental report #1 submitted to FDA by mfg. Additional information data submitted for d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was applied during a laparoscopic cholecystectomy procedure. The clips would not advance. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.